Event description:
Per the clinic, the device was electively explanted (specific date not reported) due to no benefit leading to device non-use and requiring serial MRI. It is unknown if there are plans to re-implant the patient as of the date of this report.